Event description:
Customer reported blood glucose results of 190 mg/dl, 167 mg/dl, 153 mg/dl, and 312 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms or treatment relative to this discrepancy. No adverse event reported. A request was made for the return of the system, replacement was sent.